Event description:
The customer reported that smoke and fumes coming from a vs3 pt monitor caused two people near the device to have breathing difficulties.

Manufacturer narrative:
(B)(4). The customer reported that smoke and fumes coming from a vs3 pt monitor caused two people near the device to have breathing difficulties. The customer stated that one person was taken to the emergency department for treatment. Based on the customers problem description this will be considered a reportable event. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.